Event description:
It was reported that during implant the patient condition became unstable due to difficulty in lead placement. The lead was positioned successfully. A week after implant at a clinic follow-up, the lead exhibited low sensing. The lead was repositioned successfully. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.